Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: it was reported that the consumer found another syringe from this box that the needle assembly came away from the syringe.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 20 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that during use relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: it was reported that the consumer found another syringe from this box that the needle assembly came away from the syringe.